Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was not working properly as it was giving inaccurate readings. The sensor will read a low blood glucose of 44 mg/dl, then it insist in activating the threshold suspend feature on the insulin pump. So she let the insulin pump suspend for ten minutes and her blood glucose was 111 mg/dl. She activated the insulin p ump and it alarmed blood glucose now. Her blood glucose was 80 mg/dl she drank juice even though she didn't feel like she had too. Her reading then when up to 90 mg/dl and it suspended again. Customer was advised to turn off the sensor for a few hours then reconnect. The customer is not returning the sensor for analysis.